Manufacturer narrative:
Additional narrative: the device was not returned for evaluation. Therefore, the reported complaint could not be confirmed. No further investigation is required at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event. It was reported that during an unspecified surgical procedure it was observed that the console device, the electric pen drive device, the cable to console device, and the foot control device would not power up when used together. It was reported that there was a delay due to the event and unspecified spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the foot control device would not power up was confirmed. An assessment was performed on the device which found that the device had no power. The assignable root cause was determined to be due to device wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.